Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine with an unknown concentration and dose via an implantable pump. The patient's drug lot number, concomitant medications, and medical history were not obtainable. It was reported during normal use, the event date not obtainable, that at the last refill 17 ml were removed from the reservoir although 3.4 ml were expected. At another refill on (B)(6) 2016, 23 ml were aspirated and 3.1 ml was the expected reservoir volume. There were no environmental, external, or patient factors known to have led or to have caused the event. No active alarms were present. The patient reported increasing pain levels but no symptoms of opioid withdrawal. The patient was given a prescription for extra pain killers. At the time of the report the patient's status was reported as alive-no injury. No diagnostics or troubleshooting was performed at this time. However, the patient was scheduled for rotor study "+/-" a catheter replacement in (B)(6). Reportedly, the surgical intervention was planned and scheduled for (B)(6) 2016. The issue was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-15 the representative further reported that nothing had been explanted to date. The patient could not make the scheduled catheter replacement and was currently waiting for the surgical replacement of the faulty catheter or pump. It was rebooked for (B)(6) 2016. It may be sooner if there were any cancellations on any of the intervening lists. Whatever is explanted was expected to be returned for analysis. No troubleshooting had been performed yet. The plan was for a rotor study, still not performed, and a catheter replacement. Also noted unless of course if the rotor study showed an issue, or were found to be faulty then it the pump would be replaced instead but this was a ¿new¿ pump. The representative was not sure of the concentration and dose but would have record ¿once the pump was replaced¿. The instituted medical treatment was not known due to the lack of access to the patient¿s medical records. The patient was now saying she got quite sick a few days after the pump replacement and was now wondering if she was in opioid withdrawals and if it is a pump issue. As reported by the representative ¿of course it could be that some tissue or blood has got into the catheter during the replacement and is now partially blocking it¿. The pump was not registering any motor stall and some drug was getting through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.